Manufacturer narrative:
H6 - updated one device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be confirmed as the micro switch which is missing is what activates the pump. No action taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the tubing was not connected it still pumps and the lever that activates the switch was broken off. The product fault occurred during annual maintenance/inspection. No patient involvement was reported.